Manufacturer narrative:
It was reported that the patient underwent sling edge revision on (B)(6) 2014 due to sling exposure.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat suspected interstitial cystitis and a history of two previous tension free vaginal slings status post removal x 2 on (B)(6) 2013 and a mesh was implanted. The patient underwent the concurrent procedure of cystoscopy with hydrodistension during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and monarc subfascial hammock and a sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.